Event description:
Reportable based on the analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). The lesion was predilated with a 3.0 x 20 mm maverick balloon and then a 3.50 x 38 mm promus element plus was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the most proximal row were lifted upwards. One strut was lifted on the 14th row. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical procedural factors. (B)(4).